Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) is detached. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the customers¿ allegation was confirmed. In addition, the investigation found that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on past investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.